Event description:
It was reported that the 9800 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced by the customer. The system was found to be working as intended and put back into service.